Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure using a intellamap orion high resolution mapping catheter [orion] a spline detached at one end. During the procedure the catheter array was undeployed with another catheter entrapped within the splines. The catheter was withdrawn from the body and they discovered that one of the splines had become detached from the distal tip. The orion catheter was replaced. There were no patient complications. The catheter is expected to be returned for analysis.